Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s implant was only lasting about two days now. The patient confirmed they were having to recharge the implant a lot. The patient further stated they charged their implant yesterday and they were having to recharge again today because it was half down again. They confirmed they had not had any changes to the settings for a while. The patient confirmed they were getting all eight coupling bars when charging. The patient stated that the issue had started three or four months ago and had been getting worse. They stated they had to charge every other day starting a couple of weeks ago. The patient was sent healthcare professional listings. No symptoms were reported. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called again on (B)(6) 2019 stating that his ins battery is bad, so the hcp is going to replace it. They also mentioned that the ins only lasts about 2 days. The revision was planned for (B)(6) and they were to get a replacement. No symptoms were reported. No further complications were reported. Follow up was conducted.